Event description:
On (B)(6) 2011, the patient experienced cerebral infarction in the internal carotid artery. On (B)(6) 2011, the patient was hospitalized. It took 11 hours and 17 minutes from the onset of the cerebral infarction. Nihss: 17; the patient was not administered t-pa because of overtime. The target clot was aspirated by penumbra system. At that time, the clot was pushed and moved distally. It blocked the a1 segment of the anterior cerebral artery. The merci retriever was used to reopen the a1, and it was succeed. Tici score was improved iia. Nhiss score was 22. The contrast run during the procedure revealed a hemorrhage around left occipital lobe. No additional treatment was performed. On (B)(6) 2011, a follow-up MRI revealed the reocclusion in the left middle cerebral artery. The patient condition was stable and did not have sequelae. Additional treatment was not performed.

Manufacturer narrative:
Conclusion: occlusion and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.